Manufacturer narrative:
Phone number:(B)(6). The event of "capsular contracture baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV diagnosed by palpation. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Deformation device observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV diagnosed by palpation. The device has been explanted and replaced with a non-allergan device.